Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: the user interface module master software version is 6.13.92 categorized as remediated. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated in CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device will not be returned by baxter as it was serviced on-site by a baxter field service technician. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
A baxter (B)(4) field service technician serviced a colleague infusion pump for a battery issue onsite. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.